Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has infusion set issue event on (B)(6) 2026.the infusions set fell off from his skin because of moist and the cord got caught on something. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.